Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy. According to the complainant, during the procedure, the balloon burst. This occurred inside the patient's ureter during the dilatation. The pressure was at 10 atmospheres when the balloon burst. There was no injury to the patient. There were no fragments of the balloon left inside the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.